Manufacturer narrative:
The reamer flutes are dull, and the devices exhibit wear on the flats of the hudson adaptor end. The overall condition of the reamers suggest that the devices have been subjected to heavy usage. The root cause is being attributed to device wear from normal use and servicing.. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not needed at this time. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The 12 mm reamer end is worn out and will not connect to adapter.